Event description:
Report received from the USA stating "hose rupture." The incident occurred during a lumbar fusion procedure. No patient or user injury was reported. There was no additional info provided.

Manufacturer narrative:
The device was received by anspach. Reliability engineering evaluated the device, and the reported problem was confirmed. It was concluded that the hose ruptured due to an occluded that the hose ruptured due to an occlusion of the hose, likely being pinched off by a cart or chair. If additional info is received, a supplemental report will be sent.